Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent breast reconstruction with unknown mentor gel implants experienced bilateral capsular contracture (baker grade unknown) post procedure. The chest had hardened. As a result, bilateral prosthesis replacement with 650cc mentor memorygel breast implants was performed on (B)(6) 2015. See 1645337-2022-00883 for contralateral prosthesis report.